Event description:
Nurse was having difficulty in titrating drug to pt's condition. Suspected that more drug was going in than intended. Took IV set off the pt and noticed solution was free flowing. No serious injury to pt.